Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1d4, ICD, implanted: (B)(6) 2014; 5076-52, lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was causing diaphragmatic stimulation. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.